Event description:
As reported via legal documentation the 68 y/o patient had a left hip revision on (B)(6) 2023. Approximately 4 months after the revision the patient had a synovectomy on (B)(6) 2023 due to continued groin pain. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Synovectomy op report on (B)(6) 2023. Procedure: arthrotomy with synovectomy hip joint. Post-op diagnosis: polyethylene wear and osteolysis s/p left total hip arthroplasty of hip revision of (B)(6) 2023. A new MRI revealed a persisting area of synovitis medially under the rectus femoris and eroding the psoas tendon. He was indicated for additional synovectomy. Initial dissection was performed medial to the rectus femoris to identify the proximal medial border of the synovial mass. Then they worked from inside the previous arthrotomy in a medial direction to identify and remove the residual synovial mass and psoas bursitis region. Removal of all of the synovial mass was assured. The patient emerged from anesthesia and was extubated in the operating before being transferred to the pacu in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3. Investigation results-the cause of the patient¿s subsequent synovectomy cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no additional information available.